Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv). The cause of the increased intra-peritoneal volume (iipv) was determined to be insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation, an additional issue of an increased intraperitoneal volume (iipv) event was found in the patient event logs during cycle 11. The ultrafiltration (uf) volume was 96 milliliters (ml), indicating the home patient (hp) drained 96 ml more than the largest prescribed fill volume of 300 ml. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.